Event description:
It was reported that the patient experienced ineffective therapy due lead migration. As a result, surgical intervention was taken to reposition the lead on (B)(6) 2019. X-rays were taken the following day and confirmed that the lead had migrated again. Effective therapy was not able to be established. At this time, the patient declines additional assistance.